Event description:
A customer reported that the units of measure on her precision xtra meter changed and she did not notice at the time and mistakenly took more medication than needed, as a result the customer had a hypoglycaemic event and was taken to casualty where she was given a mars bar from the medical staff. The customer was then sent home. The customer was then sent home. The customer only realised that she had changed the units when she called the country unit about the incident. A replacement meter with locked units was sent to the customer.